Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer reported a tampon came apart during removal and pieces of the tampon remained inside her. She indicated at the time of the incident she had a bladder infection and the remaining tampon pieces made her bladder infection worse. Her doctor removed the remaining tampon pieces.